Manufacturer narrative:
Device is a combination product.

Event description:
It was reported via facility medwatch (B)(4) that stent dislodgment occurred. Prior to procedure, the patient was referred to cardiac catheterization where bypass angiogram revealed an occluded left internal mammary artery to left anterior descending artery (lima-lad), patent saphenous vein graft (svg) to obtuse marginal (om) and right coronary artery (rca). The target lesion was located in the distal lad. Two stents were implanted, then a 2.50 x 16mm synergy drug-eluting stent was advanced to treat the lesion. However, while advancing distal to the first stent to fix the distal lad lesion, the stent was hung up on the struts of the proximal stents and could not be advanced. It was pulled out of the patient's body. On inspection of the device, the stent was not seen on the balloon after removal. A thorough search via fluoroscopy was performed and the bed and floor were also searched but the stent could not be located. It was not seen anywhere inside the patient's body. The stent could not be located. Patient experienced transient alteration in mental status after the procedure as evidenced by facial twitching and dysarthria. Code stroke was called and computerized tomography angiogram of the head and neck was performed which revealed no hemodynamically significant stenosis of the internal carotids. No flow limitation and no evidence of clot or thrombus. Discussed with neurosurgery; it was determined that anticoagulation would be the best strategy. Management of migrated cardiac stent will be conservative. Patient prescribed aspirin, clopidogrel and apixaban for 1 month. After 1 month, will continue with clopidogrel and apixaban. Repeat computerised tomography in about 3 months to evaluate endothelialization of stent in carotid artery.